Event description:
It was reported that a transcatheter aortic valve implantation was attempted in a patient with calcified femoral access sites following stent placement in the iliac artery, a horizontal aorta (aortic angle of approximately 70 degrees), a short ascending aorta, and a kinked aortic bulb. Pre-dilatation was performed with a 23 mm non-Medtronic balloon. During the procedure, the patient became hypotensive and catecholamines were administered. On the initial deployment attempt, the valve was too deep, was recaptured, and was repositioned by approximately 5¿6 mm. The patient then became hemodynamically unstable and required resuscitation. The valve was implanted. Following 20 minutes of resuscitation, the valve dislodged deeper into the ventricle. Subsequently, a second valve from another manufacturer was implanted. The patient was transferred to the ward in stable condition.

Manufacturer narrative:
This is a system report. The Section D. information is for the primary device, which was in use with the following device(s) which cannot be excluded as potential contributing factors to the adverse event: Medtronic Brand Name: EVOLUT FX DCS; Product ID: D-EVOLUTFX-2329; Lot: UNKNOWN; UDI: UNKNOWN; Manufactured Date: UNKNOWN; Use By Date: UNKNOWN; Implant Date: NA. A. Select Patient Information cannot be included in the Regulatory Report due to regional privacy regulations.  H6. The codes present in Section H6. correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.